Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown. Since the product is manufactured at multiple locations, it is unknown which manufacturing site was involved. A manufacturing site was randomly selected. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
It is reported that a patient had difficulty removing the contact lens from her left eye which result in "tears in her eye." The patient was referred to the emergency room by her clinic where she was hospitalized for four days due to "two wounds on her cornea and an infection." While she was hospitalized she received antibiotics every hour and continued to take antibiotics after her discharge from the hospital. The patient was under medical surveillance after her discharge from the hospital and was instructed to discontinue contact lens wear for three months. Additional information has been requested but has not yet been received.